Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm on an unknown date. It was reported the patient emergently where a conversion to open repair was carried out. It was reported by the physician that the stent graft had migrated (with aneurysm expansion) in a very angulated neck and was therefore explanted. The event was reported to be resolved. As per the physician, the cause of the event was due to patient anatomy. No additional clinical sequelae were reported and the patient is fine.